Event description:
2 foley kits over past 3 weeks noted to: have a hole in catheter where the catheter was adhered to the foley bag. New kit obtained. Foley tubing adhered to the urine bag and when the foley pulled away from bag there was a hole and appears as though the foley melted to urine bag in kit. New kit obtained no patient harms.